Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the air/water cylinder and suction cylinder had no color, due to a pinhole on the connecting tube the water tightness was lost, the distal end was shaved, the cover of the light guide bundle was damaged, the distal end had residual liquid, the adhesive around the light guide lens had discoloration, and the following had scratches: the grip, switch box, and image guide protector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the duodenovideoscope's albaran lever could no longer be moved up and down properly. The device was returned for evaluation. During the device evaluation, the following was found: the air/water cylinder and air/water tube had foreign objects and the distal end had corrosion in the connecting with the server plug-in. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from insertion tube. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.